Event description:
Dealer stated that the footboard cover on a m91 power chair has come completely off. End user is a diabetic and is sustaining cuts on his legs from the footboard. Dealer is not aware of any medical intervention.